Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting range from 190 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood tests performed during call not fasting ((B)(6) 2015; 06:42pm) with results of 414 mg/dl and 419mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 07/24/2017 and open vial date is about one month.. Recall test results performed from meter memory: memory 1; 525mg/dl (B)(6) 2015 05:21:00pm; not fasting, memory 2; 525mg/dl, (B)(6) 2015 12:04:00pm; not fasting, memory 3; 427 (B)(6) 2015 08:05:00 am; fasting, memory 4; 504mg/dl (B)(6) 2015 11:39:00 am; fasting, memory 5; 342mg/dl (B)(6) 2015 08:09:00 am; fasting. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference.